Event description:
It was reported that the casters would not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
During the device evaluation it was noted that the device was still capable of rolling and the report of the device being unable to roll was incorrectly reported. A device that is still capable of rolling is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the casters would not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.